Manufacturer narrative:
Weight, ethnicity, race:unk. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -5.5/1.1/117 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a longer length lens due to low vault without rotation. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
B5: corrected to: "the reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -15.5/1.0/117 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a longer length lens due to low vault without rotation. The exchange resolved the problem. Cause is reported as unknown." Claim #(B)(4).